Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in windows desktop screen. The field service engineer (fse) rebooted the station, but the application did not launch. After several attempts, the fse noticed that the station was running windows 7 instead of windows 10, and the computer name was bd-rad1 while the station name was bd_2fpacu. The fse attempted to replace the version 1.6 drive with a windows 10 version, but the attempt failed. A reimage with the 1.6 file also failed because the aio (all in one) was not compatible. The fse swapped the aio, booted the station, and ran the image from the thumb drive. There was an issue loading rss (remote support specialist), requiring a reinstall of version 4.12. After rss loaded, the fse ran a data sync but continued to receive an error. The fse worked with the technical support specialist (tss) to correct the station¿s computer name by following knowledge article "es computer name swaps". The station was reimaged, the full sync completed successfully, and communication was confirmed. The system functioned as intended after field service engineer and technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had fatal error during installation and was unable to open database. The customer reported that he encountered errors on the screen stating that object reference was not set to an instance of an object and that an unexpected data error had occurred. The message also indicated that the database could not be opened because the login failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.